Manufacturer narrative:
The complaint on the mc100 could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot 13893345 was reviewed and no non conformities were found that would have led to the reported complaint.

Event description:
The event involved a microclave¿ clear neutral connector. As per report, it was the cap/port for the end of central line. On locking off one of my patient's ports was found to be non-occluded by the internal access and putting the patient at risk for infection and leaking of IV fluids, drugs or blood. The port was changed without complication impact of incident: the patients appear to be unaffected. There was patient involvement and no harm reported.